Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator delivered inappropriate shock and several rounds of inappropriate antitachycardia pacing. The device was reprogrammed. Patient was stable.